Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis, which would have aided in determination of the root cause. Difficulty or failure deploying the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult to split the sheath is related to the material used to manufacture the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery using a starclose se device with a 6f sheath after a diagnostic left anterior descending coronary artery procedure. Reportedly, there was a lot of resistance deploying the thumb advancer. Sheath splitting was finished and the starclose se clip was deployed. The clip did not deploy in the tissue track or artery, but on the skin. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.